Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Subsequent to the initial report, additional information was provided reporting that the three day post op cta looked very good and the patient was doing well.

Manufacturer narrative:
Based on the information received there were substantial evidence to support the following reported events; ruptured aorta and reline with an ovation. Additionally there was evidence to reasonably support the following observation; small unresolved endoleak type ia, right groin hematoma, endoleak type ii from the l4 lumbar, aneurysm enlargement, endoleak type iiia with complete separation, endoleak type iiib of the suprarenal cuff with dilation, dilation of the man body, and lost to follow up. The most likely cause of the compromised stent graft integrity was related to the strata material. Additionally there was dilation of the proximal main body by 32%. The type ia endoleak required placement of two non-endologix stents in the proximal neck which likely contributed to the event. No procedure-related, user-related or anatomy related issues were determined. Unable to determine off-label product use conditions. Non-compliance to follow-up, a cautionary product use condition was determined. Associated clinical harms for this device failure included: type iiib endoleak, aneurysm enlargement, aortic rupture, and a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2% the most likely cause of the loss of seal was related to malposition of the suprarenal cuff at implant and an increased infrarenal aortic angulation over time. The intraoperative type ia endoleak, likely due to initial malposition of the suprarenal cuff, was treated with non-endologix stents yet persisted to two months post implant. At this point, the patient was lost to follow-up. No procedure related issues were determined. Unable to determine off-label product use conditions. The non-compliance to follow-up, a cautionary use condition, was determined. Associated clinical harms for these device failures included: type ia endoleak, aneurysm not excluded, and type iiia endoleak. Procedure related harm of: hematoma of the right groin occurred at the index procedure. The hematoma resolved. The most likely cause of the malpositioned suprarenal cuff was related to user error at implant. No procedure-related or anatomy-related issues were determined. Unable to determine off-label or cautionary product use conditions. Associated clinical harms for this device failure included: type ia endoleak. There was no device related issue involving the type ii endoleak, the cautionary product use condition, patent lumbar arteries, likely contributed to the clinical harm: type ii endoleak. The final patient disposition was discharged post-operative date six to a nursing home for rehabilitation. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. D2: common device name - correction. D4: model/lot/expiration date - correction. H4: device manufacturer date - correction.

Manufacturer narrative:
No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012 an afx bifurcated and suprarenal stent was implanted to treat an abdominal aortic aneurysm. It was noted that the afx devices were with strata material. The patient presented emergently to the hospital on (B)(6) 2017 where a computed tomography angiography showed evidence of a contained rupture; the patient symptoms upon emergent presentation are not known. A secondary case to reline using an ovation device was completed on (B)(6) 2017. Patient status is currently unknown.